Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery would not charge despite the attempted use of multiple cables and power sources. Also, the pump battery gauge dropped from 70% to 30% when customer attempted to charge the pump. There was no impact to the customer's blood glucose level. Customer will continue to use pump for diabetes management.